Manufacturer narrative:
Follow-up information received on 11-feb-2016 and on 17-feb-2016 according to the medical records, on (B)(6) 2013, she was admitted on emergency department with pain in multiple sites. The final diagnosis was early abscess and she was treated with trimethoprim/sulfamethoxazole. On (B)(6) 2013, patient had pelvic pain and onset of lower abdominal pain similar to previous episodes. No bleeding, discharge. She had cramping, suprapubic ttp with no dysuria. She vomited once and had nausea. Pelvic exam revealed pain with cervical motion. She was treated with doxycycline for pelvic inflammatory disease. In (B)(6) 2016, she had another episode of pelvic inflammatory disease. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced episodes of pelvic inflammatory infections, which resulted in hospitalization, early abscess and excessive bleeding (interpreted as genital bleeding). Consumer underwent a computerized tomography of the abdomen and pelvis and the result showed enlarged uterus identified with differential densities, essure appeared to have a fracture (seen as suspicion of device breakage). There was significant surrounding inflammatory response and free fluid was present. The reported events were considered serious. Device breakage was considered anticipated after technical analysis, while the other events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections mainly in the first 4 weeks after the insertion procedure. In this particular case, the early abscess and pelvic inflammatory disease were diagnosed a few weeks after essure insertion. Considering the information received and based on a compatible temporal relationship, causal relationship between the events and suspect insert cannot be excluded. This case was upgraded to incident, since hospitalization was required. Non-serious events were also reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from an adult female consumer in united states on (B)(6) 2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent contraception. Consumer stated that she has been having lots of complications since getting the essure approximately 3 years ago and would like to get the device removed. She has experienced nausea, dizziness, weight fluctuations, severe depression, pelvic inflammatory infections, inflammation and hot flashes. She stated her events started right after getting the essure, however the exact date was not reported. Essure was continued. Follow-up information received on 04-jan-2016 from consumer: the consumer stated she found a doctor to remove essure coils. She provided the facility information. She did not know the doctor's name. She said she really did not want a hysterectomy because she was (B)(6). Follow-up information was received on 05-jan-2016. Shortly after the essure coils were implanted, she started experiencing some unexpected side effects as feeling nauseous, hot flashes, excessive abdominal bloating, excruciating abdominal pain, excessive skin breakouts, as well as 9 pelvic inflammatory infections within the past 3 years which she has never had before the essure. The ER (emergency room) doctor told her body was having a reaction to the coils and the coils were causing the affects due to irritation. She was also experiencing excessive bleeding, 2 periods a month with excruciating cramps. The bloating was so bad from the cramps and pid (pelvic inflammatory disease) that she looked 5 months pregnant. She could not even do sit ups without her abdomen hurting and becoming inflamed causing pain. It has also caused extreme depression and fatigue which she also has never suffered from prior to essure. She often has little energy and become easily exhausted. She wanted to have essure removed. Physician's contact information was provided. Follow-up information was received on 08-jan-2015. She was asking for reimbursement. She said she was not paying for removal surgery unless she has money first. Follow-up information was received on 14-jan-2016: no new clinical information was provided. Follow-up information received on 15-jan-2016 she stated that she had multiple pelvic inflammatory infections (pids) which she never had before. She also reported that she had lots of issues since essure. Essure was not removed (she found a doctor who will do the surgery but she has not been scheduled yet). Follow up information received on 18-jan-2016: she reported she also experienced headaches. Follow up information received on 21 and 22-jan-2016: case upgraded to incident due to hospitalization. Consumer was (B)(6), gravida 3, para 3, abortion 0, nicotine user, allergic to penicillin. On (B)(6) 2012 she had essure inserted, postpartum state, under sterile and control condition in lithotomy position. She was scrub and draped as usual. At this time out was given by the nurse and accepted by the entire team. At the vaginal approach examine under anesthesia showed a uterus normal size and adnexa free of masses, cervix and vagina unremarkable. Dilatation was performed with a hegar dilator and hysteroscopy visualization of the uterine cavity showed no evidence of sub mucosal fibroids or polyps. At this time the essure device inserted by direct visualization at the right and the left tubal entrance were you can visualize four rings of the essure device was a decision to end the surgery. Instruments were withdrawal by direct visualization and the count was correct. Patient was transfer to the recovery room in good condition and stable. Estimated blood loss was minimal. Dilatation was performed with a hegar dilator and anesthesia with fentanyl, propofol and lidocaine. On (B)(6) 2013 she rated pain as 3 on a one to ten scale with ten as the worst pain ever. Pain was located in the genital area. Computerized tomography of the abdomen and pelvis showed enlarged uterus identified with differential densities. Essure appeared to have a fracture and was located bilaterally, potentially lying still within the uterus. There was significant surrounding inflammatory response and free fluid was present. Adnexa were not well defined. The gallbladder is collapsed; adenopathy within the pelvis cannot be excluded. However, if present, it was compressed by the inflammatory mass. There was a 2 cm left upper pole renal stone, which was nonobstructive. Severely inflamed and enlarged uterus with a fracture of the essure. She was hospitalized for intravenous antibiotic (doxycycline and mefoxin) as possible pelvic inflammatory disease and the issue of the essure. The plan was to start her on oral contraceptive to regulate her periods as the cause of her dysmenorrhea due to dysfunctional uterine bleeding. On (B)(6) 2013 the patient was discharged home. Follow-up from 25-jan-2016 and 27-jan-2016: no new information provided and no further details are expected for this case. Follow up information received on 11-feb-2016: according to medical records, the consumer was gravida 4, para 3 (all vaginal births) with 1 premature birth and 1 miscarriage. She reported a history of shortness of breath, nausea, constipation, pain with urination, strong urgency to urinate, frequent urination, seizures, and hot flashes. She has no history of chlamydia, gonorrhea, genital warts, herpes or hepatitis b. At consultation on (B)(6) 2013, the patient wanted the essure coil removal because since device procedure she had pelvic inflammatory infection, and when it was gone she had ongoing pain, cramps, exhaustion, and bloating that she did not have prior the surgery. She was also experiencing weight gain, double vision and sometimes pms (premenstrual syndrome), hot flashes, dizziness, nausea, headaches, depression, fatigue, and excessive skin breakouts. Per physician, (B)(6) 2013 note, on (B)(6) 2012 she had irregular pap smear result. The patient was scheduled for hysteroscopy removal of foreign body under anesthesia on (B)(6) 2013. Follow-up received on 10-feb-2016 a complication of contraceptive device/complications of retained foreign body was reported. Ptc investigation result received on 03-feb-2016 (B)(4) final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic inflammatory infections, which resulted in hospitalization, and excessive bleeding (interpreted as genital bleeding). Consumer underwent a computerized tomography of the abdomen and pelvis and the result showed enlarged uterus identified with differential densities, essure appeared to have a fracture (seen as suspicion of device breakage). There was significant surrounding inflammatory response and free fluid was present. The reported events were considered serious. Device breakage was considered anticipated after technical analysis, while the other events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections mainly in the first 4 weeks after the insertion procedure. In this particular case, the pelvic inflammatory disease was diagnosed about 1 month after essure insertion. Considering the information received and based on a compatible temporal relationship, causal relationship between the events and suspect insert cannot be excluded. This case was upgraded to incident since hospitalization was required. Non-serious events were also reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Cutaneous case was reported by a medical doctor and describes the occurrence of the second episode of pelvic inflammatory disease ("pelvic inflammatory infections"), the first episode of pelvic inflammatory disease ("pelvic inflammatory disease"), the third episode of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic abscess ("early abscess"), device breakage ("essure appeared to have a fracture /device breakage") and dysfunctional uterine bleeding ("excessive bleeding / dysfunctional uterine bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed ". The patient's past medical history included premature labor, penicillin allergy, multigravida, parity 3, gerd, gravida on (B)(6) 2012, miscarriage, premature labor, shortness of breath, nausea, constipation, dysuria, urgency urination, frequency urinary, seizures and hot flashes. Negative dark urine, negative dysuria, negative hematuria, negative vaginal discharge, negative vaginal irritation/sore. Negative back pain, negative neck pain. Previously administered products included for an unreported indication: copper iud, norco, prenatal vitamin and doxycycline. Concurrent conditions included postpartum state, smoker, vaginal pain, vaginal irritation, post procedural haemorrhage, wrist pain, pain in arm and skin lesion. In 2012, the patient experienced rash ("excessive skin breakouts"). In (B)(6) 2012, the patient experienced the first episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and vomiting, vaginal haemorrhage ("abnormal bleeding vaginal"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("excruciating cramps/dysmenorrhea (cramping)") and infection ("infection"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 19 days after insertion of essure, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pain. In (B)(6) 2013, the patient experienced the second episode of pelvic inflammatory disease (seriousness criterion hospitalization) with complication associated with device and nausea ("nausea"). On (B)(6) 2013, the patient experienced device breakage (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced genital pain ("pain in genital area"). In (B)(6) 2013, the patient experienced acne ("rashes or skin conditions - acne breakouts on face and back"). In (B)(6) 2016, the patient experienced the third episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device (location of device: uterus)"), menorrhagia ("heavy menstruation"), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("excruciating abdominal pain/cramps"), dizziness ("dizziness"), depression ("severe depression") with weight fluctuation, inflammation ("inflammation"), hot flush ("hot flashes"), abdominal distension ("excessive abdominal bloating"), medical device site irritation ("my body was having a reaction to the coils and the coils were causing the affects due to irritation/skin breakouts"), polymenorrhoea ("2 periods a month"), fatigue ("fatigue, easily exhausted"), asthenia ("little energy"), headache ("headache"), diplopia ("double vision"), premenstrual syndrome ("pms") and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with doxycycline, cefoxitin sodium (mefoxin), trimethoprim, sulfamethoxazole, oxycodone (percocet) and ondansetron (zofran). Essure treatment was not changed. At the time of the report, the last episode of pelvic inflammatory disease, device expulsion, pelvic abscess, device breakage, menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, genital haemorrhage, dyspareunia, abdominal pain, dizziness, depression, nausea, inflammation, hot flush, abdominal distension, rash, medical device site irritation, polymenorrhoea, dysmenorrhoea, genital pain, fatigue, asthenia, headache, diplopia, premenstrual syndrome, weight increased and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, asthenia, depression, device breakage, device expulsion, diplopia, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genital pain, headache, hot flush, infection, inflammation, medical device site irritation, menorrhagia, nausea, pelvic abscess, polymenorrhoea, premenstrual syndrome, rash, vaginal haemorrhage, weight increased, the first episode of pelvic inflammatory disease, the second episode of pelvic inflammatory disease and the third episode of pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on (B)(6) 2013: enlarged uterus, essure fractured then acute pelvic inflammatory disease. CT scan done at the emergency department showing a piece of the coil in/near uterus. On (B)(6) 2013- type of test CT scan. Result was migration of essure device and the fracture of the device identified in the uterus. A piece of device was seen in my uterus and the uterus was severely inflamed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming abdominal pain,pelvic inflammatory disease,pelvic pain." Quality-safety evaluation of ptc: final assessment- for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment - based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - reporter information updated. New events acne in face and back, abnormal bleeding (general) and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Incident, anticipated (serious injury: hospitalization and device breakage). This is a spontaneous case report received from an adult female consumer in united states on 04-dec-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent contraception. Consumer stated that she has been having lots of complications since getting the essure approximately 3 years ago and would like to get the device removed. She has experienced nausea, dizziness, weight fluctuations, severe depression, pelvic inflammatory infections, inflammation and hot flashes. She stated her events started right after getting the essure, however the exact date was not reported. Essure was continued. Follow-up information received on 04-jan-2016 from consumer: the consumer stated she found a doctor to remove essure coils. She provided the facility information. She did not know the doctor's name. She said she really did not want a hysterectomy because she was (B)(6) years old. Follow-up information was received on 05-jan-2016. Shortly after the essure coils were implanted, she started experiencing some unexpected side effects as feeling nauseous, hot flashes, excessive abdominal bloating, excruciating abdominal pain, excessive skin breakouts, as well as 9 pelvic inflammatory infections within the past 3 years which she has never had before the essure. The ER (emergency room) doctor told her body was having a reaction to the coils and the coils were causing the affects due to irritation. She was also experiencing excessive bleeding, 2 periods a month with excruciating cramps. The bloating was so bad from the cramps and pid (pelvic inflammatory disease) that she looked 5 months pregnant. She could not even do sit ups without her abdomen hurting and becoming inflamed causing pain. It has also caused extreme depression and fatigue which she also has never suffered from prior to essure. She often has little energy and become easily exhausted. She wanted to have essure removed. Physician's contact information was provided. Follow-up information was received on 08-jan-2015. She was asking for reimbursement. She said she was not paying for removal surgery unless she has money first. Follow-up information was received on 14-jan-2016: no new clinical information was provided. Follow-up information received on 15-jan-2016 she stated that she had multiple pelvic inflammatory infections (pids) which she never had before. She also reported that she had lots of issues since essure. Essure was not removed (she found a doctor who will do the surgery but she has not been scheduled yet). Follow up information received on 18-jan-2016: she reported she also experienced headaches. Follow up information received on 21 and 22-jan-2016: case upgraded to incident due to hospitalization. Consumer was (B)(6) years-old, gravida 3, para 3, abortion 0, nicotine user, allergic to penicillin. On (B)(6) 2012 she had essure inserted, postpartum state, under sterile and control condition in lithotomy position. She was scrub and draped as usual. At this time time out was given by the nurse and accepted by the entire team. At the vaginal approach examine under anesthesia showed a uterus normal size and adnexa free of masses, cervix and vagina unremarkable. Dilatation was performed with a hegar dilator and hysteroscopy visualization of the uterine cavity showed no evidence of sub mucosal fibroids or polyps. At this time the essure device inserted by direct visualization at the right and the left tubal entrance were you can visualize four rings of the essure device was a decision to end the surgery. Instruments were withdrawal by direct visualization and the count was correct. Patient was transfer to the recovery room in good condition and stable. Estimated blood loss was minimal. Dilatation was performed with a hegar dilator and anesthesia with fentanyl, propofol and lidocaine. On (B)(6) 2013 she rated pain as 3 on a one to ten scale with ten as the worst pain ever. Pain was located in the genital area. Computerized tomography of the abdomen and pelvis showed enlarged uterus identified with differential densities. Essure appeared to have a fracture and was located bilaterally, potentially lying still within the uterus. There was significant surrounding inflammatory response and free fluid was present. Adnexa were not well defined. The gallbladder is collapsed; adenopathy within the pelvis cannot be excluded. However, if present, it was compressed by the inflammatory mass. There was a 2 cm left upper pole renal stone, which was nonobstructive. Severely inflamed and enlarged uterus with a fracture of the essure. She was hospitalized for intravenous antibiotic (doxycycline and mefoxin) as possible pelvic inflammatory disease and the issue of the essure. The plan was to start her on oral contraceptive to regulate her periods as the cause of her dysmenorrhea due to dysfunctional uterine bleeding. On (B)(6) 2013 the patient was discharged home. Follow-up from 25-jan-2016 and 27-jan-2016: no new information provided and no further details are expected for this case. Follow up information received on 11-feb-2016: according to medical records, the consumer was gravida 4, para 3 (all vaginal births) with 1 premature birth and 1 miscarriage. She reported a history of shortness of breath, nausea, constipation, pain with urination, strong urgency to urinate, frequent urination, seizures, and hot flashes. She has no history of chlamydia, gonorrhea, genital warts, herpes or hepatitis b. At consultation on (B)(6) 2013, the patient wanted the essure coil removal because since device procedure she had pelvic inflammatory infection, and when it was gone she had ongoing pain, cramps, exhaustion, and bloating that she did not have prior the surgery. She was also experiencing weight gain, double vision and sometimes pms (premenstrual syndrome), hot flashes, dizziness, nausea, headaches, depression, fatigue, and excessive skin breakouts. Per physician, (B)(6) 2013 note, on (B)(6) 2012 she had irregular pap smear result. The patient was scheduled for hysteroscopy removal of foreign body under anesthesia on (B)(6) 2013. Follow-up received on 10-feb-2016: a complication of contraceptive device/complications of retained foreign body was reported. Ptc investigation result received on 03-feb-2016: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information received on 11-feb-2016 and on 17-feb-2016 according to the medical records, on (B)(6) 2013, she was admitted on emergency department with pain in multiple sites. The final diagnosis was early abscess and she was treated with trimethoprim/sulfamethoxazole. On (B)(6) 2013, patient had pelvic pain and onset of lower abdominal pain similar to previous episodes. No bleeding, discharge. She had cramping, suprapubic ttp with no dysuria. She vomited once and had nausea. Pelvic exam revealed pain with cervical motion. She was treated with doxycycline for pelvic inflammatory disease. In (B)(6) 2016, she had another episode of pelvic inflammatory disease. Follow-up information received on 25-sep-2017: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New event was added: heavy menstruation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of the first episode of pelvic inflammatory disease ("pelvic inflammatory infections"), the second episode of pelvic inflammatory disease ("pelvic inflammatory disease"), the third episode of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic abscess ("early abscess"), device breakage ("essure appeared to have a fracture") and dysfunctional uterine bleeding ("excessive bleeding / dysfunctional uterine bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature labor, penicillin allergy, multigravida, parity 3, gerd, gravida on 14-oct-2012, miscarriage, premature labor, shortness of breath, nausea, constipation, dysuria, urgency urination, frequency urinary, seizures and hot flashes. Previously administered products included for an unreported indication: copper iud, norco, prenatal vitamin and doxycycline. Concurrent conditions included postpartum state and smoker. In 2012, the patient experienced rash ("excessive skin breakouts"). In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and infection ("infection"). On 20-dec-2012, the patient had essure inserted. On 8-jan-2013, 19 days after insertion of essure, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pain. In january 2013, the patient experienced the first episode of pelvic inflammatory disease (seriousness criterion hospitalization) with complication associated with device and nausea ("nausea"). On 22-jan-2013, the patient experienced device breakage (seriousness criterion hospitalization). On 23-jan-2013, the patient experienced genital pain ("pain in genital area"). In september 2013, the patient experienced the second episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and vomiting. In february 2016, the patient experienced the third episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dizziness ("dizziness"), depression ("severe depression") with weight fluctuation, inflammation ("inflammation"), hot flush ("hot flashes"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("excruciating abdominal pain/cramps"), medical device site irritation ("my body was having a reaction to the coils and the coils were causing the affects due to irritation/skin breakouts"), polymenorrhoea ("2 periods a month"), dysmenorrhoea ("excruciating cramps/dysmenorrhea (cramping"), fatigue ("fatigue, easily exhausted"), asthenia ("little energy"), headache ("headache"), diplopia ("double vision"), premenstrual syndrome ("pms"), weight increased ("weight gain"), menorrhagia ("heavy menstruation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from 23-jan-2013 to 25-jan-2013. The patient was treated with doxycycline, cefoxitin sodium (mefoxin), trimethoprim and sulfamethoxazole. Essure treatment was not changed. At the time of the report, the last episode of pelvic inflammatory disease, pelvic abscess, device breakage, dysfunctional uterine bleeding, nausea, dizziness, depression, inflammation, hot flush, abdominal distension, abdominal pain, rash, medical device site irritation, polymenorrhoea, dysmenorrhoea, fatigue, asthenia, headache, genital pain, diplopia, premenstrual syndrome and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, depression, device breakage, diplopia, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital pain, headache, hot flush, infection, inflammation, medical device site irritation, menorrhagia, nausea, pelvic abscess, polymenorrhoea, premenstrual syndrome, rash, vaginal haemorrhage, weight increased, the first episode of pelvic inflammatory disease, the second episode of pelvic inflammatory disease and the third episode of pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information, other relevant history, events abnormal bleeding vaginal, dyspareunia (painful sexual intercourse, infection were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of the first episode of pelvic inflammatory disease ("pelvic inflammatory infections"), the second episode of pelvic inflammatory disease ("pelvic inflammatory disease"), the third episode of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic abscess ("early abscess"), device breakage ("essure appeared to have a fracture /device breakage") and dysfunctional uterine bleeding ("excessive bleeding / dysfunctional uterine bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature labor, penicillin allergy, multigravida, parity 3, gerd, gravida on (B)(6) 2012, miscarriage, premature labor, shortness of breath, nausea, constipation, dysuria, urgency urination, frequency urinary, seizures and hot flashes. Negative dark urine, negative dysuria, negative hematuria, negative vaginal discharge, negative vaginal irritation/sore. Negative back pain, negative neck pain. Previously administered products included for an unreported indication: copper iud, norco, prenatal vitamin and doxycycline. Concurrent conditions included postpartum state, smoker, vaginal pain, vaginal irritation, post procedural haemorrhage, wrist pain, pain in arm and skin lesion. In 2012, the patient experienced rash ("excessive skin breakouts"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("excruciating cramps/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal") and infection ("infection"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 19 days after insertion of essure, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pain. In (B)(6) 2013, the patient experienced the first episode of pelvic inflammatory disease (seriousness criterion hospitalization) with complication associated with device and nausea ("nausea"). On (B)(6) 2013, the patient experienced device breakage (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced genital pain ("pain in genital area"). In (B)(6) 2013, the patient experienced the second episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and vomiting. In (B)(6) 2016, the patient experienced the third episode of pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dizziness ("dizziness"), depression ("severe depression") with weight fluctuation, inflammation ("inflammation"), hot flush ("hot flashes"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("excruciating abdominal pain/cramps"), medical device site irritation ("my body was having a reaction to the coils and the coils were causing the affects due to irritation/skin breakouts"), polymenorrhoea ("2 periods a month"), fatigue ("fatigue, easily exhausted"), asthenia ("little energy"), headache ("headache"), diplopia ("double vision"), premenstrual syndrome ("pms"), weight increased ("weight gain"), menorrhagia ("heavy menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("migration of essure device (location of device: uterus)"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with doxycycline, cefoxitin sodium (mefoxin), trimethoprim, sulfamethoxazole, oxycocet (percocet) and ondansetron (zofran). Essure treatment was not changed. At the time of the report, the last episode of pelvic inflammatory disease, pelvic abscess, device breakage, dysfunctional uterine bleeding, nausea, dizziness, depression, inflammation, hot flush, abdominal distension, abdominal pain, rash, medical device site irritation, polymenorrhoea, dysmenorrhoea, fatigue, asthenia, headache, genital pain, diplopia, premenstrual syndrome, weight increased, menorrhagia, vaginal haemorrhage, dyspareunia, infection and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, depression, device breakage, device expulsion, diplopia, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital pain, headache, hot flush, infection, inflammation, medical device site irritation, menorrhagia, nausea, pelvic abscess, polymenorrhoea, premenstrual syndrome, rash, vaginal haemorrhage, weight increased, the first episode of pelvic inflammatory disease, the second episode of pelvic inflammatory disease and the third episode of pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram - on (B)(6)2013: enlarged uterus, essure fractured then acute pelvic inflammatory disease CT scan done at the emergency department showing a piece of the coil in/near uterus. On (B)(6) 2013. Type of test CT scan. Result was migration of essure device and the fracture of the device identified in the uterus a piece of device was seen in my uterus and the uterus was severely inflamed ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming abdominal pain,pelvic inflammatory disease,pelvic pain" quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's address was changed. Patient¿s unstructured relevant tests was added. Migration of essure device (location of device: uterus) was added as event. Treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.